Manufacturer narrative:
Due to character restrictions in block e1 full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) touchscreen was not responding. There was no harm or injury reported to the patient.

Manufacturer narrative:
The incident was determined to be a duplicate report to complaint (B)(4) (mfg report number 2249723-2025-0001903). As a result, no follow up emdr is necessary. Please cancel this in your database.

Event description:
N/a.